Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 30-nov-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. A coated cartridge was also received and revealed trace amounts of viscoelastic residue. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: unknown/asked but unavailable. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was scratched as it was placed into the cartridge, there was a loading error, and there was patient contact. Procedure was completed using another johnson & johnson lens with the same model and diopter size. There was no medical and no surgical intervention. No further information is available.